Event description:
Bovie pencil are (suspected) occurred, igniting a flame during ambulatory surgery procedure (excision of tissue under local anesthesia). No apparent injury to pt. Evaluation of device incomplete at this time.